Event description:
The customer tested her blood glucose using her contour meter and received a reading of 440 mg/dl. She retested using another bayer meter (type unk) and received a reading of 96 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.